Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operation, the r waves dropped. It was confirmed via x-ray that the lead has not moved from its original implant location and that the lead impedance and thresholds remain stable and unchanged. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.